Manufacturer narrative:
The device was not available for evaluation; therefore, a product analysis could not be performed and a root cause could not be determined.

Manufacturer narrative:
The lot number was not provided; therefore, a review of the approved device history records or lot history trending review could not be performed. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that an embolization coil unexpectedly detached inside the catheter without use of the detachment controller. There was no reported intervention or patient injury. The patient is reported to be doing well.